Event description:
The shaft of the ultrasonic probe sheared in half during use. The doctor was using both pneumatic and ultrasound during the case. The instrument was in use approximately two hours. The probe was taken off the field and replaced.